Event description:
Additional information was received informing that customer returned item number 7204012 with serial number (B)(6) instead of item number 8002950 with serial number (B)(6) against this complaint.

Manufacturer narrative:
B5, d1, d4: catalog, serial, and UDI number and h4: device. Manufacture date; updated. D9: date returned to mfg.: 2/26/2024. One pressure chamber device was received in used condition. The complaint was verified by visual inspection as it was found the small tube to the switch/handle was placed in the wrong location. The root cause was human error during manufacturing assembly. Relocated the tube to the right location to resolve the report error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device passed all functional tests after the repair.

Manufacturer narrative:
H3 - other: device has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that purchased a device and the pressure chamber failed out of the box. There was no patient involvement and no patient harm. Update: gcm received an email on 4-dec-2023 from (B)(6) informing that when they received the device and it was assembled out of the box, the chamber would pressurize, but the pressure gauge would not move or indicate that it was pressurizing. Date of event was on 24-apr-2023. No patients involved. Aminoza (B)(6) 2023.